Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that several insulin cartridges exhibited a mismatch between the plunger and cartridge, with plungers appearing too small and insulin leaking around the plunger into the cartridge; proper fill and insertion steps were confirmed, no lot numbers or unused cartridges were available, and replacement cartridges were shipped. Symptoms included no change in blood glucose and no injury. Outcomes included no medical intervention, no hospitalization, and continued therapy using unaffected cartridges from another box. Investigation included review of user technique and collection of a photograph of the affected plunger for case documentation. Investigation of this case revealed that leakage was consistent with a plunger-to-cartridge fit issue isolated to a specific box, while cartridges from another supply functioned normally. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to cartridge component fit.